Manufacturer narrative:
The treatment tip has been discarded. An evaluation of the data logs concluded the handpiece and system performed as expected. During the treatment cryogen was not distributed evenly on the treatment tip, resulting in the tip to warm error message. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported to a distributor that a patient experienced blisters after undergoing a thermage treatment to the face. The patient was not administered pain medication or placed under anesthesia prior to the treatment. The blisters were noticed the same day as treatment and a cooling treatment was done that day. The next day the patient was treated with loxoprofen, antibiotics and duoactive was put directly on the blisters. The patient was seen 10 days post treatment for a follow up appointment. During the appointment it was noted that the blisters had turned to redness and a crust had developed on the burned areas. The doctor feels that there is a possibility of pigmentation but it is unknown at this time if the patient will experience permanent damage. During the treatment a tip too warm error occurred. This was the first time the treatment tip was used, it was not inspected prior to use. The treatment tip has been discarded.

Manufacturer narrative:
A review of the manufacturing records was completed. It was found that the handpiece and system performed as expected. Datacard logs confirmed the customer¿s account of the tip too warm error message which could have been technique or tip related. There was no safety impact as a result of this error message. It was reported the customer did not inspect the treatment tip surface prior to or during the treatment. The treatment tip was not returned for evaluation. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. Based on all the available information, no causal factors can be determined, and no conclusions can be drawn.